Event description:
Customer reported to hologic technical support (ts) that two specimen that had been tested in duplicate gave inconsistent results for sars-cov-2 assay, wl: (B)(4) ml: 315926, on the panther instrument sn: (B)(4).

Manufacturer narrative:
Ts reviewed logs and confirmed there were no hardware issues or reagent preparation issues. Ts reviewed curves and found that this could be due to a low target sample or sample handling. Ts discussed the finding with the customer and the customer confirmed they will avoid touching caps as a precaution. No further issues were reported.